Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due out of range pacing impedance values, counts to the sensing integrity counter (sic) and non-sustained tachycardia. The patient received shocks which were suspected to have been inappropriately delivered therapy. A potential lead fracture is suspected. The ventricular tachycardia (vt)/ventricular fibrillation (vf) detection zones have been programmed off and the rv lead remains in use. No further patient complications have been reported as a result of this event.